Event description:
Hospital reported an incident occurred that involved a restrained pt. It was reported that the pt struggled loose and pulled the circuit tubing from the humidifier/ventilator area. This action resulted in a flash fire at the equipment location that damaged the ventilator circuit as well as the ventilator equipment. No pt injury was sustained; no medical intervention needed.

Manufacturer narrative:
The circuit used on the pt was a heated-wire ventilator circuit. Misuse, and/or abnormal stress put on the circuit, as reported by the hospital, could cause damage to the wire insulation resulting in a wire failure. Depending on the location of the wire failure, location of the ventilator equipment and amount of oxygen being administered, it is possible to achieve the results reported in this incident. Note that the true root cause was due to handling of the device and not a malfunction of the product.